Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that distal drilling is not possible. The drill hits the target device. Testing by the customer outside the patient showed that it is not possible to drill distally. Replacement was available, but the surgery was prolonged by 30 minutes.

Event description:
It was reported that distal drilling is not possible. The drill hits the target device. Testing by the customer outside the patient showed that it is not possible to drill distally. Replacement was available, but the surgery was prolonged by 30 minutes.

Manufacturer narrative:
Correction - please refer to d9/h3 - device was not returned for investigation. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Functional check prior to use is clearly required in the labelling. Referring to the statement of the customer that testing outside the patient showed that it is not possible to drill distally leads to the conclusion that a unit had been used although mal-function had been verified. The labelling requires removal of such products. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.